Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed on the right ventricular lead. Insulation damage was suspected. Lead was replaced. Patient was in stable condition post procedure.